Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with recurrent epistaxis. The patient was at the ear doctor several times and aspirin was reduced to 50 mg. The patient's anticoagulation at the time of the event was aspirin and warfarin. Unspecified changes to the patient's medication were made. The event reportedly resolved by (B)(6) 2018. No additional information was provided.